Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad. Another battery compartment crack was observed along the case seal. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking and unable to hold a charge. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there were cracks in battery compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/19/2015.